Manufacturer narrative:
The device was returned without sufficient information. The device voltage was at end-of-service when received. Analysis of the device image indicated the device was operating at high output mode and was implanted beyond its projected longevity. Electrical and mechanical tests performed indicated normal device functionality.

Event description:
It was reported via product receipt that the pacemaker was explanted and replaced due to unspecified failure. Further information was requested but not provided.